Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 41 mg/dl. Blood glucose level at the time of the emergency room visit was 81 to 82 m/dl. Blood glucose level at the time of the call was 133 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. On the day prior to the call, the customer reported having blood glucose levels of 433, 543, and 558 mg/dl. During troubleshooting, the insulin pump did not show any malfunction. The customer reported that the insulin pump had motor error alarms and no delivery alarms. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No excessive no delivery or motor error alarms were noted. The motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched display window.